Event description:
It was reported that this lead was explanted and replaced due to a bacteremia infection. The lead is not expected to be returned for analysis. The patient was stable with no additional adverse effects.